Event description:
It was reported that the piston on the pump did not fully extend, and a cartridge could not be loaded onto the pump. The customer experienced an elevated blood glucose (bg) level of 591 mg/dl. Customer delivered a correction bolus via the pump to address the bg. Despite troubleshooting the issue persisted and customer reverted to an alternate method of insulin therapy.